Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported ER visit for hypoglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose (bg) was below 40mg/dl, and that her daughter found her unconscious so she called 911. The customer was transported to the ER for a few hours until her bgs were brought back to normal. She was treated with a sugar drip via IV. The pod was discarded.